Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: a review of the black box showed one power on reset event associated with a slave communication error alarm. The rewind, load, and prime steps, and the 24 hour testing were performed successfully. The returned battery cap was able to fit. Moisture corrosion was found in the battery canister. A leak test was performed and failed due to a battery cap leak. The battery cap was tightened and unscrewed a half turn with no reboots occurring. No power interruption occurred during the investigation. The pump cover was removed to find no further moisture ingress or any intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.